Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology. The device was programmed to the alternate sensing vector at the time of the shock. Technical services discussed some programming options. During clinic testing, it was found that the primary sensing vector was the best. The device sensing vector is now programmed to the primary sensing vector. There were no additional adverse patient effects. The system remains implanted.